Event description:
Same case as: 2134265-2013-06834. It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous aorta. A 20/7/2/100mm equalizer catheter balloon was advanced to block blood flow; however, the balloon ruptured. The device was then exchanged to a 40/7/2/100mm equalizer balloon catheter; however, the balloon also ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).